Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 406 mg/dl. Customer had a no delivery on her pump when she woke up in morning. Customer reports when she did take out the infusion set it did bleed but change out the set and now the new set is working. The customer did treat with the pen or needle with 6 .0 u and with the pump she did 4.u. Customer performed a 5.0 unit fixed prime. Customer states the insulin exited. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.